Event description:
Since approximately (B)(6) 2014, the patient had experienced an intermittent increase in pain and spasticity over his whole body. A dye study was attempted on (B)(6) 2014, but the catheter could not be aspirated so the planned dye study was aborted. During the catheter replacement, when the sutureless connector was disconnected from the existing pump there was a black colored crust present on the pump's side port connection area under the sutureless connector and within the catheter at the sutureless connection area. After explant, the physician attempted to flush/fill the catheter after explant and initially was unable. The physician continued to try and flush the catheter and some black colored flakes came out from within the catheter and the catheter flushed. Some of the black material was forcefully removed with a surgical instrument to send for culture and pathology. The physician then decided it would be best to replace the pump. The patient status was reported as ¿alive ¿ no injury¿. The device system was used to deliver baclofen, morphine, and prialt. It was later reported that analysis of the debris from the surface of the pain pump was degenerating blood clot and fibrinous debris. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found no anomaly. Analysis of the catheter, serial number (B)(4), found the sc connector with coring-tearing-cuts in seal that met leak criteria. Analysis of the catheter found catheter body user related hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.